Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. Unable to verify the battery out limit alarm due to the blank display.

Event description:
The customer reported a battery out limit alarm and a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.